Event description:
Event description cpi received information that during an attempted implant the helix tip broke on this bipolar endocardial lead (0014). A bipolar endocardial tined lead (0010) was implanted. * the physician's manual 352527-003c, page 14, states: do not rotate the lead clockwise more than 10 turns when affixing the electrode helix to the heart wall. Excessive rotation may cause the helix to break.